Event description:
During the cardiac percutaneous coronary intervention (pci) procedure, the stent balloon, emerge monorail balloon (2.5mm x 15mm), lot # 32767500, expiration 7/3/2026, broke off from its deployment shaft, after its successful stent deployment. The balloon broke off while being removed from the patient, and remained seated inside the guiding catheter. After observing the partially broken shaft, the balloon was visualized in the guiding catheter using fluoroscopy and was promptly removed. Second synergy xd drug-eluting system was used (31990123) to complete the procedure.